Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for evaluation. The inability to cross a lesion can be influenced by physician technique, patient anatomical morphology, and patient disease state. Having the appropriate equipment selected for use, related to the case conditions, can also significantly affect crossing and it is expected that wires with different performance properties would perform differently in crossing attempts. Further, the guide wire was placed successfully and used for predilatation and stent deployment in a different location before the failed crossing attempts. As such, there is indication that the guide wire performed as intended. It is possible that interactions with the anatomy or with the other devices in earlier part of this procedure may have led to damage of the guide wire, which could have led to the failure to cross. Either this initial damage or the subsequent failure to advance could have led to the damage to the polymer coating. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents relating to failure to advance or peeling of the polymer coating. In this case, a definitive cause for the reported failure to advance and polymer coating damage can not be determined. During production, all guide wires are inspected for outer dimensions and tip damage.

Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, eccentric, de novo anterior descending artery lesion of the right coronary, the polyer coating of the guide wire became peeled. The balance middleweight universal 2 guide wire crossed the posterior descending artery and a non-abbott guide wire was positioned in the anterior descending artery; predilatation was performed with a non-abbott balloon catheter and a non-abbott stent was deployed. The bmwu guide wire was removed and reused in the anterior descending artery to advance through a deployed non-abbott stent, however, the guide wire could not cross. The bmw guide wire was removed to re-shape the distal end, however, it was noted that the coating was peeled off and when the surface was touched it was not smooth. The device was not used again. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the no cross event. Though requested, no additional information was provided.